Manufacturer narrative:
Product event summary: at analysis it was acknowledged that there was a very small deviation between the stylus and the cursor on the screen. No stylus was returned with the programmer. The lower hinge support plate was broken near the flex guide, the right lower hinge was worn, the shielding on the right antenna cable was visible, the company logo button was missing and errors were found in the software history. The stylus, lower hinge support plate, lower right hinge, antenna cable and company logo were added and the touch screen calibrated. New software was installed, the device was cleaned and it then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's touch screen was faulty. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.